Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a scd express sleeve. The customer reports altered skin integrity. Right lower leg 12 cm superficial bruising noted over shin. Blister noted on the lateral lower extremity with compromised skin. Small amount of sanguineous drainage noted with no foul odor. Area padded and entire lower leg covered with ace wrap. Left lower leg: ecchymosis and blisters noted laterally and medially of shin. Area measured at about 12 cm and ecchymosis wraps around the leg. Small amount of serous drainage noted with no foul odor. Thirty percent of the areas remain intact. Multiple blisters over ankle area, one blister with compromised skin and a small amount of serous drainage noted with no foul odor. The other blister remained intact. Mepilex placed on lower leg covered with an ace wrap. Scd discontinued.

Manufacturer narrative:
Submit date: 12/7/2010. An investigation is currently underway. Upon completion, the results will be forwarded.